Event description:
Dialysis was being done in the micu. The nurse noted air in the arterial line of the crrt filter set-up. The crrt was stopped by the nurse due to alarms indicating air in line. During disassembly of the filter, the nurse noted blood at the y-section of the line. The tubing had come completely disconnected and was sucking air. The y-section "fell apart" into pieces. Blood sprayed out of the tubing. There was no harm to the patient.